Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that they had a bolus anomaly on the insulin pump. Customer stated when clicking the lower arrow button, the units did not start with their max bolus. It was also found the customer was able to resolve the issue by pressing the up arrow button first. Customer's blood glucose was 6.2 mmol/l. The insulin pump will not be returned for analysis.